Manufacturer narrative:
Other relevant device(s) are: product ID: computer 9734477 rollingstone embedded, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to inspect the system and confirmed that there were no profiles in the ent software. It was not possible to advance past the login screen. The computer was replaced and the system began functioning normally. The returned computer passed all tests and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the surgeon profiles were missing from the ent application. They could not be re-added. There was no patient present when this issue was identified. .